Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was returned for investigation in used condition. Visual inspection revealed that the water tank had a few hair line cracks. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The customer reported product problem (alarm lights blinking) was confirmed during testing. The product problem occurred because of a bad membrane switch. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The following components were replaced: membrane switch and tank cover. Preventative maintenance was then performed. The device subsequently passed functional testing.

Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer had a "all three alarm lights blink". No patient involvement.